Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced balanitis, an infection of the glans, and a yeast growth in the groin. No further information was provided. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Updated a2, age at time of event, a3 sex, and b7 other relevant history there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced balanitis, an infection in the glans, and a yeast growth in the groin. No further information was provided. There were no additional patient complications reported.

Manufacturer narrative:
Updated and corrected a1 patient identifier, b5 describe event, and h6 patient codes.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced balanitis, an infection in the glans, and a genital rash. No further information was provided. There were no additional patient complications reported.